Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During trouble shooting of a check heater line alarm which occurred on the homechoice (hc) during use. The home patient (hp) reported that there was air bubbles in the heater bag line. The baxter technical service representative (tsr) assisted the hp to end and the informed to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check heater line alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp did not know what cause the air in the heater line. The hp said the line was primed before starting. The hp did not see any leaks and there were no loose connections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.